Event description:
The nurse reported that during a 24 hour period four extracorporeal circuits were lost due to clotting resulting in a blood loss of approx 372 ml when the bedside nurse disconnected the pt from the prismaflex control unit. Later the same day, the pt was transfused with one unit of packed red blood cells. The following day, (B)(6) 2010, the pt was transfused with two additional units of packed red blood cells. According to the acute dialysis nurse, most of the circuits could have either been saved or blood returned, if someone from the acute dialysis center had been present. The treatment had been running without interruption until the pt developed problems with her vascular access.

Manufacturer narrative:
The disposables used at the time of this event were discarded and not available for inspection. Subsequent to the event the pt had a new vascular access placed and the type of filter set was changed from an m60 to an m100. The prismaflex was never taken out of service and as of (B)(4) 2010, the current circuit had been running for 20 hours without any problems. Gambro has found no evidence to suggest that any gambro device caused this event.